Event description:
It was reported that size 5 triathlon 4 in 1 cutting block was used to cut femur but during trialling, the size 5 did not fit. The size 6 trial fitted correctly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a size discrepancy issue involving a triathlon femoral trial component was reported. The event was not confirmed. Method and results: device evaluation and results: the device was returned with minor marks from use. The device is dimensionally within specification. Visual inspection: the external surface of the trial femoral component shows several marks consistent with some clinical use. There is one deep scrape mark that may have been caused by a power driven cutting tool. The internal surface shows some light burnishing consistent with some clinical use. The device is otherwise unremarkable. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the device was dimensionally and functionally acceptable.

Event description:
It was reported that size 5 triathlon 4 in 1 cutting block was used to cut femur but during trialling, the size 5 did not fit. The size 6 trial fitted correctly.